Event description:
Information received from the field does not address the patient's clinical status but notes that post implant, the lead impedances were <200 ohms for both leads in both polarities and measured data showed 3.1v when the amplitude was programmed to 5v. Pacing and sensing were observed on three different ecgs. The same data was observed when the device was interrogated while the patient was in the recovery room. Therefore, the device was replaced.